Manufacturer narrative:
Device was used for treatment, not diagnosis. Gallucci, g et al. (2014). Posterior minimally invasive plate osteosynthesis for humeral shaft fractures. Tech hand sur, 18, 25¿30. This report is for unknown locking compression plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article gallucci, g. Et al. (2014). Posterior minimally invasive plate osteosynthesis for humeral shaft fractures. Tech hand sur, 18, 25-30. The purpose of this retrospective study was to report the minimally invasive plate osteosynthesis (mipo) technique through a posterior approach for the treatment of humeral shaft fractures. Fifteen patients with humeral shaft fractures were surgically treated with the mipo technique through posterior approach. Of the first 11 retrospectively reviewed patients in the study, 9 were men and 2 were women (average age: 33 year's old, range: 19 to 33 years) with a minimum 6 months follow-up (average: 22 months, range: 6 to 50 months). A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown locking compression plate (lcp) refers to patient-9 (23, male): who required implant removal because of a late hematogenous infection.